Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a pocket revision due to pain at the device site. During procedure, the physician noted the this rv lead was sewed directly to the patient and the previous physician did not use suture sleeves. This lead was repaired and diagnostics were noted to be stable. The physician mentioned that the patient's discomfort was due to device unipolar pacing causing stimulation in the pocket area. To date, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a pocket revision due to pain at the device site. During procedure, the physician noted the this rv lead was sewed directly to the patient and the previous physician did not use suture sleeves. This lead was repaired and diagnostics were noted to be stable. The physician mentioned that the patient's discomfort was due to device unipolar pacing causing stimulation in the pocket area. To date, this rv lead remains in service. No additional adverse patient effects were reported.